Event description:
A fluid deficiency indicator lit up when the machine was turned on prior to use of the machine. There was ample fluid visible to or staff. The machine was turned on & off three times ; each time the indicator of a fluid deficiency lit up.====================== manufacturer response for ablation machine, hydro thermal ablation device======================manufacturer's rep checked machine and stated "no obvious issues or concerns." He stated that "he is not an engineer for the device."